Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d10. Corrected: h4. H3, h6: photo investigation: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that ' 273128001, modular t-handle has broken into pieces. Cracked was observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. However the evidence provided was not sufficient to confirm the reported event of unable to disassemble. Functionality and device interaction issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the modular t-handle would contribute to the complained device issue. Based on the investigation findings, the ¿modular t-handle¿ has broken into pieces and cracked because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for standard t-handle was conducted identifying that lot number tbalyg released in one batch. Batch 1: lot qty of (B)(4) units were released may 31, 2023 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: added: d9, d10 (concomitant). H6: the product was not returned to depuy synthes; however, photos were provided for review. The photo investigation revealed that ' 273128001, modular t-handle has broken into pieces. Cracked was observed. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. However the evidence provided was not sufficient to confirm the reported event of unable to disassemble. Functionality and device interaction issues cannot be evaluated through photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was confirmed as the observed condition of the modular t-handle would contribute to the complained device issue. Based on the investigation findings, the ¿modular t-handle¿ has broken into pieces and cracked because of unintended force, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for standard t-handle was conducted identifying that lot number tbalyg released in one batch. Batch 1: lot qty of (B)(4) units were released may 31, 2023 with no discrepancies. Supplier: (B)(4). As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review: the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that modular t-handle was broken from one radel habdle and cracks were observed near of the fracture. In addition, the mating distractor h 7mm was connected to handle. A dimensional inspection for the modular t-handle was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was performed, the button assembly was pushed and the distractor was partially release from the device, the distractor was pulled several times to disassemble the devices, however it was not sussesfull as they were jammed and unable to dissasemble. A potential reason for this condition can be traced to a possible damage of the internal components of the locking mechanism. However, due to the inability to access these internal components without damaging the device, this remains unknown, and the complete potential cause cannot be fully established. The overall complaint was confirmed as the observed condition of the modular t-handle would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. There is no indication that a design or manufacturing issue has caused the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> a review of the receiving inspection (ri) for modular t-handle, was conducted identifying that lot number tbalyg, was released in one batch. ¿ batch1: lot qty of (B)(4). Were released on may 31, 2023, with no discrepancies. Supplier: depuy: tomz corp. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review ==> the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the handle cracked and broke when light malleting was required for extraction from the disc space. On removing the instrument, handle and distractor, the 7mm distractor was observed to be jammed in the handle.